Event description:
Reporter reported a leak around the twist clamp of a transfer set. The set had been in use for 60 days. No pt injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of tubing leakage on a transfer set. This was due to a pinhole in the tubing. Renal product surveillance, and quality engineering will continue to monitor this product line and take corrective/preventative action as appropriate.